Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, 99% stenosed, circumflex artery after pre-dilatation with a 1.5 x 12 mm unspecified balloon the 2.75 x 23 mm xience v stent was deployed. It was noted that a distal edge dissection occurred; a 2.75 x 12 mm xience prime was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling